Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.